Event description:
When this lens was inspected during set up, a smudge was visible on the surface. Another lens was used for the procedure.

Manufacturer narrative:
This medwatch was completed by the manufacturer.